Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation at the distal shaft/collar area, and there was a kink in the hypotube located 20.3cm from the strain relief. Inspection of the rest of the device found no other damage or defect with the product.

Event description:
Reportable based on device analysis completed on 28may2020. It was reported that a device kinked occurred. The target lesion was located in the tortuous left anterior descending artery. A 5-in-6 guidezilla was selected for use in a percutaneous coronary intervention. Prior to procedure, it was noted that the guidezilla delivery shaft and the guide catheter were kinked and could not be used. The procedure was completed with another of the same device. No patient complications reported and patient was stable post procedure. However, device analysis revealed a partial separation at the distal shaft/collar area.